Manufacturer narrative:
Per the diagnostics performed by the engineer, the alarm code was due to the internal battery not being charge. As a result, the power supply was replaced. The power supply was replaced to resolve the issue. The device was operational after repairs were completed. It has been concluded that no further action is required at this time.

Event description:
It was reported that the ventilator had an alarm code ¿running on internal battery¿. There was no patient involvement. The customer troubleshot with technical support and the customer was not able to determine if power was coming from the ventilator to the power supply or if the output of the power supply is 24-volt direct current. The customer requested a quote for onsite service.